Event description:
Additional information received reported that it was uncertain what caused the patient's implantable neurostimulator (ins) to prematurely deplete and the shocking sensation that the patient was feeling. No response was detected when attempts to interrogate the device were made. The patient had a return of symptoms, specifically a return of urgency and frequency. The ins and were explanted. No patient injury was reported. If device is returned, analysis information will be provided in a supplemental report.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and a shocking sensation. The patient experienced 2-3 quick, sharp electric shocks at the implantable neurostimulator (ins) pocket site about a month ago, after which she no longer felt stimulation and had a return of symptoms. There was no known accident or incident related to the event. The patient was now at her physician's office, and the ins would not respond to either the patient programmer or the physician programmer, even after 8 tries. The ins battery was suspected to be depleted. The nurse believed the battery depleted prematurely since the ins was implanted two years ago, but no telemetry data was available to make a longevity calculation. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# v383870 implanted: 2010-01-13 explanted: na product typ lead product ID 3095-10 serial# nah047177v implanted: 2010-02-01 explanted: na product typ extension product ID 3037 serial# njd099445n product typ programmer, patient f10. Patient codes : c50526 c50541 device codes : c62864 c63093 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.